Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were 250 mcg/ml clonidine at 62.5 mcg/day, 10 mg/ml bupivacaine at 1.4999 mg/day, and 4,000 mcg/ml fentanyl at 999.9 mcg/day. The reason for use was not reported. It was reported that the pump is alarming because he had missed his fill. The fill was supposed to be (B)(6) 2020, but he didn¿t know and the pump alarm date was (B)(6) 2020. The pump started a single tone alarm today ((B)(6) 2020). He has a fill scheduled at the doctor tomorrow ((B)(6) 2020). There were no symptoms reported. There were no further complications reported/anticipated.